Manufacturer narrative:
The root cause was determined as a use error. The sales representative has re-trained the hospital staff. All codes in h6 have been updated to match the new layout of the medwatch form in esubmitter.

Manufacturer narrative:
Should ne no information. The date of event stated is best estimation. The lot no. Of the sampler is not known and therefor the UDI number and manufacturing date of the device is currently unknown. After the event a salres representative visited the hospital and re-explained proper handling and the device, and introduced another radiometer blood sampler (956-610) without needle based on the doctor's request.

Event description:
According to the complaint a needle stick occurred in (B)(6). When the doctor used the sampler, he did not follow proper handling procedure and did not slide the safegarde correctly after sampling. The clinical engineer (ce) who received the sampler from the doctor stuck his finger by himself. He wore gloves and the blood was not specific hazardfull, as a result, there was no infect.